Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex coronary artery. Reportedly, the circumflex coronary artery was steep and a laser caused a perforation. The 2.80x16mm graftmaster and guide wire were being advanced to treat the perforation; however, it could not cross the lesion because it ended up going through the perforation instead of the artery. All devices were taken out of the patient and the perforation sealed on its own. The patient is doing well. There were no adverse patient effects and no clinically significant delay. No additional information was provided.